Event description:
Customer reported updating personal settings, including sleep schedules. Blood glucose level was indicated as "high," with a specific value unknown. Customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. Technical support helped update settings and advised the customer to check with a healthcare provider when changes are made. Customer reprogrammed settings independently while at work and planned to use previous pump settings. Technical support scheduled a follow-up.